Event description:
It was reported that the patient experienced sufficient subcutaneous tissue where set is inserted, which led to the bent cannula event at Abdomen site. And also reported high blood glucose, with a blood glucose level of 211 mg/dL.the high blood glucose persisted for approximately 3 to 4 hours and was treated with Pump on (b)(6) 2026.

Manufacturer narrative:
Name: Medtronic Minimed.Country: United States of America.Street: 18000 Devonshire Street.City: Northridge.State: California.Zip Code: 91325-1219.  Based on the available information, this event is deemed to be a reportable Serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number Reporting Site: 8021545, Manufacturing Site: 3003442380.